Event description:
It was reported that during insertion of the iab, the balloon began to unwrap making it impossible to fully advance the catheter. Because of this, the iab was removed and replaced. There were no pt complications.